Event description:
It was reported that the patient's drug concentration, used in the intrathecal drug delivery pump, was changed from baclofen 500 mcg/ml to 250 mcg/ml. No bridge bolus was programmed. After an unreported amount of time, the bridge bolus was programmed using concentration values of 250 mcg/ml and 250 mcg/ml. The reporter indicated there was no warning message indicating a bridge bolus may not be necessary. The pt had returned home. The pt was going to be brought back to the clinic immediately for reprogramming. No pt symptoms were reported. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
.